Event description:
The device was evaluated in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. The error logs were reviewed upon evaluation, and a failure of the circuit board was observed. The device's circuit board was replaced to address the issue.